Manufacturer narrative:
Additional information (05-jan-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting including flushing and cleaning the water bottles, decontaminating the system which returned the system to normal operation. Calibration and quality control recovered within the customer's expected ranges. Repeat of the same samples yielded the expected results. Hsc concluded that the cause of the event was consistent with contaminated water/poor water quality. The customer is operational. The device is performing within specifications. No further evaluation is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00289 was filed on 08-nov-2023.

Event description:
Three (3) discordant falsely elevated carbon dioxide concentrated (co2_c) patient sample results were obtained on an advia® 1800 clinical chemistry system. The falsely elevated patient results were not reported to the physician. The same samples were reprocessed on the same advia® 1800 clinical chemistry system. The lower reprocessed results were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide concentrated (co2_c) patient results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding three (3) falsely elevated carbon dioxide concentrated (co2_c) patient results obtained on an advia® 1800 clinical chemistry system. Siemens is investigating the event.